Event description:
Customer alleges that with the data card the unit displays invalid messages. No reported patient involvement. Service representative could not duplicate reported condition. Proper operation of the device was confirmed.